Event description:
It was reported that presented to clinic with multiple pump stops, low voltage, and external power disconnect alarms. The patient reported all alarms were while on mobile power unit (mpu). The mpu would alarm, go black, and then after ~30 seconds green light would come back on. The mpu was plugged in at clinic and there was a green light. The patient's last 6 alarms were 29mar2024 at 07:00 showing external power disconnects and low voltage hazard alarms, as well as on 17mar2024 at 07:11 external power disconnects and low voltage hazard alarms. The log contained the events on 29mar2024 and were likely caused by the mpu power cord coming loose at the ac wall outlet. The files did not contain data from 17mar2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit mpu) was confirmed via the submitted log files; however, it was not reproduced. A review of the submitted controller event log file spanning approximately 18 days (19mar2024 ¿ 04apr2024 per time stamp). On 29mar2024 at 07:00:29, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~1v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. Mpu, serial (B)(6), was returned for evaluation. Visual inspection of the returned mpu revealed a loose rubber encasing on mpu patient cable. During the evaluation of the returned mpu the unit was powered on and went through the bootup sequence as intended. The mpu was connected to a mock loop and ran for several days without issue. There were no alarms were active; the reported issue could not be reproduced. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (doc. #10006136, rev. D) section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.